Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The pump was returned with the driveline cut less than 1 inch from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that this deposition did not form at this location. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition showed evidence of denaturation and the circumferential contact marks on the outlet bearing cup and outlet/cone section of the rotor, indicate that the deposition was present in the outlet stator while the pump was operating. The remaining pump blood-contacting surfaces were free from any adhered thrombus formations and deposition. The deposition found in the pump would have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. A correlation between the deposition and the reported concern for stroke could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-00037. Device unique identifier (UDI)# (B)(4). Approximate age of device - 2 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with elevated lactate dehydrogenase (ldh) of 750 u/l with inr of 1.5. The patient had previously received a pump exchange for thrombosis on (B)(6) 2016, and the lvad clinicians suspected device thrombosis again. The patient condition worsened with dyspnea on exertion and, despite medical therapy, the ldh remained elevated at approximately 1000 u/l. A ramp transthoracic echocardiogram (tte) revealed a dilated left ventricle. A plan for a pump exchange was postponed due to right upper extremity (rue) weakness which was concerning for a stroke. A computed tomography of the head was negative for acute process and rue symptoms resolved. The patient received a pump exchange for pump thrombosis on (B)(6) 2017.

Manufacturer narrative:
The explanted device has not been returned for evaluation despite multiple requests for product return. The report of suspected pump thrombosis and a specific cause for the patient¿s elevated lactate dehydrogenase level cannot be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.